Event description:
A customer reported receiving a battery icon on their freestyle flash meter. The meter was returned and product testing confirmed that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.